Event description:
Olympus medical systems corp (omsc) was informed that during sleeve gastrectomy, the probe of the subject device broke and the fragment fell off into the patient's abdominal cavity. The fragment was retrieve immediately and the procedure was completed with a similar device. The device used 3 times. There was no report of patient's injury regarding this event.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for evaluation. This will be supplemented if device evaluation becomes available.